Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported following implantation of intraocular lens, patient had an unexpected 45 degree rotation of the lens inside the second eye after surgery. The first eye was done and had no occurrence. Iol rotation surgery was scheduled. Additional information was requested, but further no information was available.